Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bleeding - mouth [mouth haemorrhage]; cut mouth, mouth was stuck and piece of skin fell out, half of skin came out [mouth injury]; brush head broke, brush fell out of pad, toothbrush separated from plastic, mouth was stuck, it cut mouth - oral-b brushhead [injury associated with device]; brush head broke, brush fell out of pad, toothbrush separated from the plastic and the piece connected them [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b power oral care refills dual action unknown broke and cut her mouth, and a piece of skin fell out. She described that the brush fell out of the pad, and the toothbrush separated from the plastic and the piece that connected them. Her mouth was stuck and the toothbrush was still running and moving; a piece of skin fell out/ half of her skin came out inside her mouth. She reported she was bleeding. She applied ice to the area. The outcome of bleeding was recovered. Outcome of mouth cut and skin fell out was unknown. The case outcome was improved. Relevant history: none reported. No further information was provided.